Event description:
It was reported that following a fall, the patient alert triggered. The right ventricular (rv) lead exhibited high coil impedance. The patient alerts were programmed off, and the pacing mode was changed. The patient complained that the device was still toning afterwards; however, the pacing mode that the device is now in does not allow for programmable patient alerts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: one - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:04. Daily pace lead impedance trend data shows an abrupt increase for svc defib = 57 to 254 ohms between (B)(6) 2012 and (B)(6) 2012.